Event description:
Approximately three and a half months later, it was noted that noise was present on the ventricular channel of this device and right ventricular (rv) lead during a recent device replacement procedure. Upon further review under fluoroscopy a lead fracture was observed. During the replacement, it was also noted that the rv lead exhibited high pacing impedances greater than 2,000 ohms and high thresholds. The lead remains implanted with the new device and has been programmed appropriately to maintain capture. No adverse patient effects were reported.

Event description:
Boston scientific received information that this right ventricular (rv) lead displayed a shorted shock lead fault, low out of range pacing impedance measurements and noisy signals on the ventricular channel. The noise and oversensing on the ventricular channel resulted in the delivery of inappropriate therapy. This patient was in the hospital due to an unconscious event, but there were no episodes associated with this adverse event. The physician does not feel this adverse event was due to device malfunction. The decision was made to program the device to monitor only (mo). The physician felt this patient was not well enough to perform a revision procedure, so will continue to externally monitor this patient at the hospital until she is well enough to have surgery. There were no additional adverse patient effects reported. Technical services (ts) received a save to disk, and confirmed out of range measurements and shorted shock lead fault. It was also noted the right atrial (ra) lead impedance has increased over the past year. Ts requested additional information. No further information, however, will be provided at this time. This patient has dementia, so no revision procedure will be performed. Device tachy mode as been programmed to off.

Manufacturer narrative:
The device was explanted, and this rv lead will not be returned for laboratory analysis as it remains implanted. At this time there is no additional information. Should additional information become available this report will be updated.

Manufacturer narrative:
The device was deactivated, and this rv lead will not be returned for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.